Event description:
During device preparation, interrogation of the device was not possible. The event was resolved by replacing the device. No patient was involved.

Manufacturer narrative:
The reported event of failure to communicate was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry (indictive and rf), impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.